Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cardiosave intra aortic balloon pump (iabp) had device has water inside. No patient involved.